Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported stylet breaks very easily without much force. It was stated the breaks usually occur most frequently at approx. The 1 cm or 3 cm point on the stylet. It was stated by clinical specialist, "I understand this would normally be inside the PICC for added protection against kinking however this type of bending can happen when the PICC does not drop into the svc smoothly. It is not that unusual while trouble shooting to take a few attempts to insert the PICC if having difficulty initially, this may include repositioning the patient, flushing the PICC while inserting or pulling back the stylet a few cm¿s to make the distal tip soft. Each of these are within normal practice, but if there were an issue with the stylet it could break with little force when the PICC curls or meets resistance during challenging insertions."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fragile 3cg stylet is inconclusive due to poor sample condition. One video sample of a 3cg stylet was provided for evaluation. The stylet is being held outside of patient use. No apparent damage is visible at the distal end of the stylet, which was shown in the video. The clinician is observed to constrain the stylet and kink the tip of the stylet into itself three times until the wire fractures. The condition and properties of the stylet material could not be inspected from the video provided. Since the device is shown to be intentionally damaged by kinking, the reported issue could not be clearly determined and remains inconclusive at this time. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported stylet breaks very easily without much force. It was stated the breaks usually occur most frequently at approx. The 1 cm or 3 cm point on the stylet. It was stated by clinical specialist, "I understand this would normally be inside the PICC for added protection against kinking however this type of bending can happen when the PICC does not drop into the svc smoothly. It is not that unusual while trouble shooting to take a few attempts to insert the PICC if having difficulty initially, this may include repositioning the patient, flushing the PICC while inserting or pulling back the stylet a few cm¿s to make the distal tip soft. Each of these are within normal practice, but if there were an issue with the stylet it could break with little force when the PICC curls or meets resistance during challenging insertions."